Event description:
Meter was reading inaccurately high. It was later discovered that the meter was set to the incorrect unit of measurement and was missing segments. At 11:00 a.m., the pt was unresponsive. His vital signs were checked and they were fine. The subject meter was used and they were fine. The subject meter was used and the result was "21". The nurse interpreted the result as 21.0 mmol/l, which interpretred would be 378 mg/dl, but the meter was actually reading 21 mg/dl. The pt was given oxygen therapy and he then ate lunch. At 2:00 p.m., the pt obtained a result of "26", again the result was actually 26 mg/dl, but it was interpreted in mmol/l as 26 mmol/l, which converted would be 468 mg/dl. The dr was contacted at 3:20 p.m. And he ordered the pt to have 4 units of toronto insulin and 4 units of nph insulin. At 6:10 p.m. The pt was found on the floor after dinner. His vital signs were tested and they were fine. At 6:30 p.m. The pt was non-responsive. He was tested on another meter and obtained a result of 1.9 mmol/l. He was given a shot of glucagon. At 7:30 p.m. He obtained a result of 4.7 mmol/l. At 1:40 a.m. The pt was responsive, however, his blood glucose was tested on two different meters and the results were 1.9 and 2.2 mmol/l. He was given 20 grams of glucose tablets. He was then tested frequently throughout the night on a different meter. One of the nurses had performed a control solution test on the subject meter, one week prior and had noticed that the decimal point was no longer visible in the results. They changed the batteries and the decimal point returned. Sometime after the meter was used on the pt reported here, it was used on another pt and obtained a result without a decimal point. The nurse tested herself and obtained a result of "49". It was at that time that they stopped using this meter. The test strips were in good condition. This complaint is being reported as an adverse event because the meter's results were being misinterpreted as high, when the pt was actually low. This led to a hypoglycemic event.